Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. Customer also reported the another relevant blood glucose values 200 mg/dl, 250 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the auto mode was automatically delivering insulin at the time of high blood glucose event. Customer experienced the symptoms related to the high blood glucose was nausea, abdominal pain, difficulty in breathing and fatigue. Customer was treated with the injection. The device will be returned for analysis.